Event description:
A nurse reported that an ioban drape was placed on an elderly pt. When the drape was removed after the procedure, the pt allegedly obtained skin tears. The pt developed sepsis and died. A nurse at the hospital stated that the doctors rip the drapes off the pts. A company rep was sent into the hospital to perform an in service on the proper removal of the drape in accordance with its instructions for use. No info was provided to the cause of sepsis or type of surgical procedure. Product insert indicates; "to remove, drape gently peel back drape at 180-degree angle from skin. This means folding the film back on itself and maintaining that angle while pulling the film away from the skin" and "skin of elderly pts is typically fragile and thus requires even greater care when applying and removing the adhesive products such as drapes".

Manufacturer narrative:
If more info is obtained, a supplemental report will be submitted. Lot number of drape was not provided. Without the lot number, it is not possible to know the expiration date or MFR date of the product. No results available since no eval performed.